Event description:
Litigation papers allege, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and articles to be released into the pt's blood and tissue and bone surrounding the implant. As a result, the pt began experiencing severe pain and discomfort and inflammation in his right thigh and groin. Pt also experienced pain and discomfort whenever moving to and from a sitting position and when standing. He also cannot walk without a cane and has a limp. He also has the sensation that his right leg is weak and that his hip will give out on him. It is further alleged, the pt will likely undergo revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and articles to be released into the patients blood and tissue and bone surrounding the implant. As a result, the patient began experiencing severe pain and discomfort and inflammation in his right thigh and groin. Patient also experienced pain and discomfort whenever moving to and from a sitting position and when standing. He also cannot walk without a cane and has a limp. He also has the sensation that his right leg is weak and that his hip will give out on him. It is further alleged the patient will likely undergo revision surgery. Update: (B)(4) 2012 - pfs was received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. Although, it is noted that the right hip was also replaced, the manufacturer of the devices in the right hip is unknown. Additionally, the right hip was not subject of the litigation.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis. Added date of revision, lawyer, law firm, and surgeon. Updated product details and patient identifier. Added stem due to alleged elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Product complaint # : (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.